Manufacturer narrative:
The insulin pump did not alarm with unexpected button errors during testing. However, there was intermittent button response on two of the buttons due to corroded keypad traces. The following cosmetic damage was also noted: cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 300 mg/dl. The customer does not recall any significant events leading to the button error, but he stated that he was outside spraying down mats and that the pump may have been misted by the water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.